Manufacturer narrative:
Additional information was received that the patient did not undergo an explant procedure and a new date will be set. It was also reported that the patient was experiencing pain at the pocket and lead site and that the ipg would no longer charge.

Event description:
A report was received that the patient was experiencing pain. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21355315/21355315, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain. The patient underwent an explant procedure.